Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14e2806 shows that there is no manufacturing anomaly and one similar complaint for this lot number for which our investigation is ongoing. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided on which we can see that the leakage was at the level of the arterial y connector. Without the incriminated sample, it was not possible to determine the exact root cause of this external blood leakage.

Event description:
A patient in (B)(6) was undergoing crrt which included a prisma m100 filter set. Approximately 2 hours into treatment, an external blood leak was observed on the arterial line. The treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 117 ml. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.